Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the lead had migrated down from t8 to t12. The rep reported that the lead also pulled out of the epidural space. The rep reported that it was the right lead. The rep reported that the patient also complained of right rib pain. The rep reported that the patient reported no falls. The rep reported that the patient said he vomited immediately post-operative multiple times. The rep reported that x-rays confirmed the migration. The rep reported that a revision occurred and the lead was replaced. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-02. The rep reported that both leads were replaced on (B)(6) 2017. The rep reported that the cause of migration was not determined. The rep reported that the patient said he was vomiting excessively the day of original surgery and was unknown if it caused the migration. The rep reported that the migration, shortness of breath and pain had been resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2017. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2017: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s trial was a huge success and they felt so good with the relief of their pain. Following the implant procedure the patient was in tremendous amount of pain, had shortness of breath, and ended up in the emergency room on (B)(6) to rule out a pulmonary embolism. The rep helped with programming the device into MRI safe mode as the staff at the hospital had not been trained to do so. After MRI, CT, x-rays, and blood tests the patient was cleared and they had no explanation. The doctor assured the patient that complications as they described were unlikely related to the implant itself and chalked it up to digestive issues. The patient was observed overnight, was given a colonic, and was sent home. The patient still felt short of breath and returned to their doctor¿s office the following week. The pa patient collapsed as they saw the doctor and they put him in an ambulance and was brought to a hospital for further evaluation. Multiple tests were performed and was prescribed a light medication for anxiety and was sent home. As the patient healed from the surgical procedure they began to feel better, but complained that their device was hitting their rib and it just didn¿t feel as good as the trial. On (B)(6) the patient went back to the pain clinic for a follow up and they noted the implantable neurostimulator (ins) had migrated a significant amount (not in the intended spot) and since they weren¿t responding to programming the doctor opted to take x-rays. The x-rays revealed that the right lead had slipped laterally and anteriorly to an unintended spot and troublesome position. The left lead seemed to be in an acceptable position. The right lead was then turned off and programmed only the left lead. The patient was waiting for insurance approval to remove the device and replace it with a new one per the doctor¿s direction. Since the clinic did not submit it until friday the(B)(6) workers compensation has 10 business days to respond. This would leave the patient waiting 4+ weeks after the doctor finally figured out the implant was not right until they get the ¿go ahead¿ to schedule the second surgery (which could be weeks out after that). While the patient was waiting they were still in significant pain. The situation was extremely disappointing. The implanting doctor had never had an implant behave in this way and he did not know what went wrong.